Manufacturer narrative:
Citation: asil s. Transcatheter aortic valve implantation in patients with a mitral prosthesis; single center experience and review of literature. International journal of cardiology. 2016; 221: 390¿395. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve implantation (tavi) in patients with a mitral prosthesis. All data were collected from a single center between february 2013 and december 2015. The study population included 108 patients (predominantly female; mean age 76 years), all of which were implanted with medtronic corevalve or corevalve evolut-r (serial numbers not provided). Six of those 108 patients received a transcatheter aortic valve after having a previously implanted prosthetic mitral valve (brand/model/serials numbers not provided). Patient 1 (pli 10): an (B)(6) female patient with a previously implanted bioprosthetic mitral valve underwent transcatheter aortic valve implantation with a 23-mm corevalve. The patient was noted with a femoral atrio-ventricular fistula vascular complication that was treated with manual compression, and complete heart block which required permanent pacemaker implant one month post-tavi. No dysfunction of the mitral prosthesis was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: change to the event description from "atrio-ventricular (av) fistula" to "arterio-venous fistula". The patient was noted with a femoral arterio-venous fistula vascular complication that was treated with manual compression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.